Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a general complaint of broken bezels. The customer did not provide any specific details. The product issue was reported to a bd associate during site visit. There was no patient involvement.